Manufacturer narrative:
This report is submitted january 23, 2017.

Event description:
Per the clinic, the device was explanted on (B)(6) 2016, due to an infection. The patient was treated with oral and topical antibiotics (date and duration not reported).

Manufacturer narrative:
This report is filed on march 23, 2017.

Manufacturer narrative:
Per the clinic, it was reported that the patient experienced an episode of meningitis (specific date not reported). The following additional information was received regarding the episodes of meningitis: the patient did not have an etiology of bilateral mondini malformation (ip-ii deformity of the cochlea). There were no reported craniofacial malformations, nor basilar skull fractures. The patient did receive pre-implant immunizations (specific vaccines not reported). It is unknown if perioperative antibiotics were not administered. It is unknown if the receiver stimulator was drilled to the dura, and if surgical complications were reported. Csf leak did not occur post operatively. The meningitis episodes did not occur within 30 days of a neurologic procedure no vp shunts or lumbar drains were utilized at the onset of meningitis. It is unknown if prior to meningitis, there was signs of inflammation, fluid in the inner ear, middle ear or mastoid cavity. It is unknown if the patient have a prior upper respiratory infection or otitis media prior to meningitis. It is unknown if the patient's csf cultures revealed gram positive cocci, after the 3rd episode.